Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the q1 & q2 on the ac power supply assembly.

Event description:
It was reported that there was no ac operation. There was no patient use associated with the reported event.